Event description:
The pt received his scs system, including a surgical lead, on (B)(6) 2010. It was reported that the pt fell and subsequently lost stimulation. Diagnostic tests showed invalid impedance readings on multiple lead contacts. An x-ray revealed a lead fracture. F/u on the pt found that no action has been taken by the physician at this time. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.